Manufacturer narrative:
(B)(4). It could not be determined which clip experienced the single leaflet device attachment (slda); therefore the lot number and expiration date were provided for both implanted clips. Lot #: 70508u101, expiration date: 08-may-2018, lot #: 70517u156, expiration date: 18-may-2018. The device was not returned for analysis. A review of the lot history records for both implanted clips identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no evidence of a lot-specific product quality issue. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported recurring mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. Two clips (70508u101, 70517u156) were implanted, reducing the mr to 2. On (B)(6) 2018, the patient presented with increased mr to grade 4. A transesophageal echocardiography (tee) was performed and it was noted that one clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The patient is being assessed for further treatment. No additional information was provided.